Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a semi-rigid ureteroscopy with laser lithotripsy procedure, the ureteroscope while being used with an olympus camera head and light cord, had broken components. The subject device was reported to fail upon initial clinical use. The break occurred at the slight narrowing, about 3¿4 cm from the tip; it cracked and separated. The scope was still intact, and the doctor could still visually see what was going on. The doctor felt the snap as it inserted into the ureter. The doctor could see visually when coming out that there was no damage. The did not come apart during the case, when the surgeon pulled out the break was discovered. The procedure was completed with the same set of equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation of the returned device showed the ureteroscope had broken off 10 cm from the distal tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The investigation determined the most likely cause of the issue was excess force applied during use. Olympus will continue to monitor field performance for this device.